Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfw300u205 was implanted in the patient¿s ocular dexter (right eye). One (01) month post-operatively patient reported complaints of flickers of light, halos, and difficulty driving at night. The iol was explanted and replaced with another johnson & johnson lens, model zcu225 22.5 diopter lens. Patient status was reported as temporarily impaired. There was no complication, such as capsule tear, no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy performed. Patient was reported no longer temporarily impaired post-lens exchange. The iol is not available for return as it was discarded. No further information is available